Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
In chapter d4, the lot number and related information was added/updated based on the returned device.